Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was reportedly ¿unable to go¿ on the morning of the report. That was the ¿indication¿ that the patient "needed to consider" increasing stimulation. The patient was however unable to adjust stimulation. This reportedly happened ¿one time before¿ and the patient just replaced the batteries in ¿the unit¿ and it worked fine. After the patient repositioned the antenna and turned the patient programmer off and then on at the time of the report, the patient was able to get the therapy screen. The patient¿s setting was at 3v on program 1. The patient however thought it was on 4 and didn¿t know it changed. Stimulation amplitude was increased to 3.8v and the patient reportedly ¿felt it much better¿. Approximately two weeks later, additional information was received which reported that the patient did not have concerns with device or therapy. The patient was very happy with the ¿machine¿ and having been able to ¿set it working right¿.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09hd9, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).